Event description:
The following was reported: a 091271-01 failed during a case. He stated a laser get stuck when being put through the working channel. It gets stuck at the point the channel starts to bend. Took the 10 tries to get it to pass through and they were able to complete the case. No negative impact in state of health reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).